Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the colored pink safety device is detached from the needle. Per email: type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient "the colored pink safety device is detached from the needle." Unexpected or prolonged care? No. Who was affected? No person affected.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the colored pink safety device is detached from the needle. Per email: type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient "the colored pink safety device is detached from the needle." Unexpected or prolonged care? No. Who was affected? No person affected.

Manufacturer narrative:
D.4. Lot # multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0337027. D.4. Medical device expiration date: 2023-11-30. H.4. Device manufacture date: 2020-12-02. D.4. Medical device lot #: 0107257. D.4. Medical device expiration date: 2023-04-30. H.4. Device manufacture date: 2020-04-16. D.10. Device available for evaluation? Yes. D.11.returned to manufacturer on: 05/14/2021. H.3. Device evaluated by manufacturer? Yes. H.6. Investigation summary: bd received 1 samples for investigation of lot 0107257. No sample was received for lot 0337027. The samples were evaluated by visual examination and the indicated failure mode for broken pivot shield with the incident lot was observed. 30 retention samples for lot 0337027 were evaluated by functional testing for proper activation and the customers indicated failure mode of broken pivot shield was not observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.